Manufacturer narrative:
(B)(4). The device was requested, but was not available for evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) passed away at home due to natural causes. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.